Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). Subsequently, a lead dislodgement was confirmed thru x-ray imaging as the lead had pulled back due to patient twiddled the device. A lead revision was performed and the lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.